Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump made a loud hum and vibrated. The customer¿s blood glucose was 150 mg/dl. Troubleshooting was done for vibrate anomaly. Customer reported that over the last month her screen would get fuzzy. Customer reported they assisted with self test and the insulin pump vibrated during vibrate portion of the self-test. Customer reported that on the right hand corner of the screen there was condensation. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device failed the self test due to partial display caused by moisture damage on the electronic assembly. Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed. Pump error 63 confirmed in device history with variable due to moisture damage on the electronic assembly. Device received with corroded battery tube.